Event description:
It was reported that the local area representative requested a review of implantable cardioverter-defibrillator (ICD) data to confirm device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated to the vt zone. Subsequently, anti-tachycardia pacing (atp) therapy was applied, however, it was unsuccessful due to atp time out. The ICD then delivered two electric shocks. Following the first shock, the rhythm of the patient deteriorated into ventricular fibrillation. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the local area representative requested a review of implantable cardioverter-defibrillator (ICD) data to confirm device operation. Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated to the vt zone. Subsequently, anti-tachycardia pacing (atp) therapy was applied, however, it was unsuccessful due to atp time out. The ICD then delivered two electric shocks. Following the first shock, the rhythm of the patient deteriorated into ventricular fibrillation. The second shock successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.